Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x surface electrode kit left leg patch was received for evaluation. The front, back, right, left, and neck patches were also returned with the system reference electrode. The liners were not returned. The reported impedance error message issue was not confirmed. The patches displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance error message issue remains unknown.

Event description:
During the atrial fibrillation procedure, impedance and output issues resulted in a procedural delay. Frequent "surface electrode impedance error" messages began to appear sometime after validation. The alert screen did not indicate which patch was faulty. The wiring and connections were checked and reconnected, and several revalidations were performed in an attempt to clear the alert, but the issue persisted. The system reference patch was replaced, and the impedance error was cleared. However, during pre-mapping in navx mode, intermittent noise began to appear on the respiration meter, while the ventilator¿s capnometer remained stable. The patch connection was checked. At the same time, the catheter¿s navigation display became distorted. By the end of the pre-mapping, the respiration meter was filled with noise, and the catheter¿s navigation display continued to move erratically. As the issue could not be resolved, the system was switched to voxel mode and the advisor hd grid mapping catheter was exchanged for the advisor hd grid x catheter. This stabilized the navigation display, but the respiration meter continued to show noise. Mapping was created in voxel mode, and the procedure was completed with no adverse consequences to the patient. However, the malfunction and the resulting troubleshooting measures caused the procedure to be delayed by approximately one hour.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-1-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.